Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a family member indicating the patient had died on (B)(6). The cause of death was lung cancer. It was reportedly not device related. When the patient had the pump they had morphine put in it. The patient was vomiting and they went to the ER three times (B)(6). They could not get a hold of their doctor and the patient ended up with urinary retention. The catheter was clogged up and they told the doctor to pull it, and the urologist did. They tried to irrigate it and they could not. The catheter was pulled and it somehow perforated the bladder. They were transferred to another ER on (B)(6) and they did a cystogram and injected dye into the catheter. They confirmed the patient had cancer in their lungs, and that their bladder was not perforated. They had found out the patient¿s lung cancer spread. The patient had 1,650 cc¿s of fluid in their belly. The patient¿s doctor came to the hospital and turned the pump down so the ¿pump would not burn out¿. On (B)(6) 2014 information was received from a healthcare provider (hcp) indicating the patient had been prescribed a urinary catheter. A man of their age was expected to have urinary retention after a surgery with the use of morphine, and it was noted to be a normal side effect. The vomiting was from a secondary pneumonia which the patient had due to their advanced end stage lung cancer. The patient died within a month of having the pump surgery, but it was neither device nor surgery related. The cause of death was from the cancer and the secondary cause was pneumonia. The patient had a very low immune system.